Event description:
It was reported that the patient had an elevated lead impedance at implant. The lead was replaced the device remains implanted. Thrombus was also noted and patient was started on medication prior to discharge from the hospital. The patient will continue with routine follow up.